Event description:
It was reported that three days after implant, there was a lot of drainage and the implant site was hot, red and infected. Three days later, the patient went to the hcp for a one week check-up and the hcp decided to explant the ins and lead. A culture showed the organism was sensitive to gentamicin, and the patient was given a one month infusion. The hcp waited for 4-6 weeks after the infection was clear before implanting a new system.

Manufacturer narrative:
Product ID 3889-28, lot # va00bej, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).